Manufacturer narrative:
Philips has investigated this complaint. The device usage information is unknown. The customer notified to philips that rebooting the system had resolved the reported issue and the system was functional. Since the customer did not want any further repairs actions to be carried out, device inspection was not performed by philips. No further information has been received regarding the event reported. As log files from the date of occurrence were not available, philips was unable to perform any further investigation. The service history of the device was checked, and no reoccurrences were found. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry movements were partly unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.